Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported insulin administration failures due to damage at the battery compartment of the insulin pump. Blood glucose value at the time of event was 380 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1884. Troubleshooting was performed, and the damage was found to be affecting the functionality of the insulin pump. The customer was instructed to revert to a backup plan per healthcare professional instructions. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully uploaded to carelink. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the customer¿s call. The adapt tool revealed no relevant anomalies to confirm possible under delivery. During testing, no relevant alarms were noted. Unit passed the displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: label damage (faded), cracked case (battery tube), broken battery tube threads, cracked case, cracked keypad overlay, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of possible under delivery were not confirmed when no relevant alarms were noted during download history review or during testing. Unable to confirm customer allegations of high bgs. Testing of the unit was successful. However, customer allegations with cracked case battery tube were confirmed when cracked case (battery tube) and broken battery tube threads were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.